Event description:
It was reported that while using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes that there was hemolysis, foreign matter in the tube(s) biological and non-biological and erroneous results. The foreign matter event occurred 50 times. The hemolysis event occurred 95 times. The erroneous results event occurred 1 time. . The following information was provided by the initial reporter: a customer expressed concerns about crystal in the grey top blood tubes we sold them. Also they are experiencing increased hemolysis after using the tubes. Additional information received on 11.apr.2023: 1. How many units of tubes have been affected by the crystal in their inner? (Quantity found); r: ½ (50%) case. 2. Have the tubes with crystals been used? R: yes. A. If so, was there any impact to patients or professionals, such as erroneous results, new sample acquisition, etc.? (Please describe in details); r: yes 90% were hemolysed before analysis. 3. In samples found with hemolysis: a. Was there any impact to patients or professionals, such as erroneous results, new sample acquisition, incorrect diagnostic, etc.? (Please describe in details); r: yes, false glucose reading; b. If so, what actions have been taken? Was medical or surgical intervention needed? (Please describe in details); r: patients had to come back in for a redraw, we stopped using the tubes; c. How many tubes have been found with hemolysis? (Quantity affected by the issue); r: 95%.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported that while using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes that there was hemolysis, foreign matter in the tube(s) biological and non-biological and erroneous results. The foreign matter event occurred 50 times. The hemolysis event occurred 95 times. The erroneous results event occurred 1 time. . The following information was provided by the initial reporter: a customer expressed concerns about crystal in the grey top blood tubes we sold them. Also they are experiencing increased hemolysis after using the tubes. Additional information received on 11.apr.2023: 1. How many units of tubes have been affected by the crystal in their inner? (Quantity found); r: ½ (50%) case. 2. Have the tubes with crystals been used? R: yes. A. If so, was there any impact to patients or professionals, such as erroneous results, new sample acquisition, etc.? (Please describe in details); r: yes 90% were hemolysed before analysis. 3. In samples found with hemolysis: a. Was there any impact to patients or professionals, such as erroneous results, new sample acquisition, incorrect diagnostic, etc.? (Please describe in details); r: yes, false glucose reading; b. If so, what actions have been taken? Was medical or surgical intervention needed? (Please describe in details); r: patients had to come back in for a redraw, we stopped using the tubes; c. How many tubes have been found with hemolysis? (Quantity affected by the issue); r: 95%.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that while using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes that there was hemolysis and foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter: a customer expressed concerns about crystal in the grey top blood tubes we sold them. Also they are experiencing increased hemolysis after using the tubes. H6: investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter and hemolysis with the incident lot was not observed. The photos do show the product shelf pack and that the powder additive is present in the tube and has a light powdery to a clumpier appearance. This is the normal appearance for this product. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter and hemolysis as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter and hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes that there was hemolysis and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter: a customer expressed concerns about crystal in the grey top blood tubes we sold them. Also they are experiencing increased hemolysis after using the tubes.

Event description:
It was reported that while using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg fx blood collection tubes that there was hemolysis and crystals in tubes. The following information was provided by the initial reporter: a customer expressed concerns about crystal in the grey top blood tubes we sold them. Also they are experiencing increased hemolysis after using the tubes.

Manufacturer narrative:
D.1 medical device brand name: bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg fx blood collection tubes. B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.